Manufacturer narrative:
Additional medical devices involved: brand name: dermafloat lal control unit, model number: dflal-cu, serial (B)(4), manufacturer: joerns healthcare (B)(4). Brand name: rc1000 bed, model number: rc1000bed, serial (B)(4), manufacturer: camtec (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient fell out of the bed. There were no witnesses to the fall. The patient did not have any injuries nor required medical attention." (B)(4) were entered into our system to have the bed, mattress and control unit returned to joerns for investigation. As of this writing, the bed, mattress and control unit has not been returned.